Event description:
It was reported that an episode of noise was recorded for this right ventricular lead. The patient was evaluated in clinic and isomertrics were not able to reproduce the observation. No patient symptoms were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).